Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Faradise pf114 subject ID: (B)(6). It was reported the patient experienced a chest infection. It was reported that faradrive steerable sheath clear was selected for use for a pulse field ablation (pfa) procedure. The patient experienced a chest infection post procedure and was prescribed 500mg of amoxicillin for five days. The resolution date of the chest infection was 03 february 2024. Just prior to the procedure, during the procedure, and after the procedure, the patient also experienced a combined nine-day episode of atrial fibrillation. No further patient complications were reported. The device is expected to return for analysis.